Manufacturer narrative:
D4 was revised. H6 medical device code was revised from a24 to a01.

Manufacturer narrative:
A1, a4, a5, and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A publication was found that detailed the impella cp support of a 47 year old female patient who had been admitted into the medical center in japan with a history of covid multi-system inflammatory syndrome, fulminant myocarditis, severe rhabdomyolysis, edema, inflammation, and elevated creatine levels. The patient was placed on va-extracorporeal membrane oxygenation (ECMO) and the impella cp. While on support there was an observation made of cardiac tamponade which was treated by a pericardial fenestration. Also while on the support there was limb ischemia. The patient had necrotic toes that were treated by antegrade blood infusion and irrigation of the necrotic toes. The patient did not have any amputation. It is believed to have been caused by a history of rhabdomyolysis and impaired blood flow due to the insertion of the device. After 7 days of support the ECMO was explanted. After 8 days the cp was explanted. On day 73 of the hospitalization the patient went to a rehabilitation hospital for care and per the publication at 2 years post the patient is still alive and recovered. Ischemia may be influenced by patient-specific factors such as severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics.

Manufacturer narrative:
Pdi (cardiac tamponade/ ischemia) : the root cause of the injury was unable to be determined due to insufficient clinical details.